Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned femoral head impactor indicated that a portion of the plastic tip broke off, which was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a thr procedure, tip of impactor broke during impaction. No delay. No confirmation of backup has been received. No impact or injury to patient reported.